Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for other chronic/intract pain (trunk/limb). The hcp stated that the stimulator was or wasn¿t working as well as it used to. The hcp originally called to have a manufacturing representative interrogate the device. They stated that the patient was referred to a physician in (B)(6) 2017 for potential removal of the implantable neurostimulator (ins). No further complications or patient symptoms were reported or anticipated.